Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level; specific bg value and cause was unknown. Details and nature of the ER visit were not provided. Details and nature of hospitalization were not provided. The customer declined to provide further information regarding the event.